Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level went as high as 400 mg/dl. Customer adjusted their basal rates and changed out their infusion set. Customer advised they gained weight and needed to deliver a bolus more frequently. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer was able to resolve the no delivery alarm with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer advised they had issues with bent cannulas and they would change out their infusion sets to resolve the issue.